Event description:
Since getting my allergan breast implants on (B)(6) 2016 I have suffered from many adverse side effects including: raynaud's, phenomenon migraines, chronic fatigue, muscle and joint inflammation, neck/shoulder pain, muscle spasms, a topical dermatitis, hormonal imbalances, hysterectomy, burning sensation in breast, low blood pressure, issues, and brain fog. I am desperate to have these toxic bags leave my body. FDA safety report ID# (B)(4).